Manufacturer narrative:
Additional information was added to h3, h4, h6, and h10. H4: the lot was manufactured from january 10, 2023, to january 12, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed droplets of fluid inside a bag that contained the device which suggested a leak. The photo also showed an exposed thread from the blue winged luer cap which suggested the cap may not have been securely tightened which resulted in leak. The reported condition was verified. The cause of the condition could not be determined, however, a potential cause is use related if the user did not tighten the blue wing cap. The product label, instructions for use, indicates the winged luer cap should be securely connected to the device after fill and prime in order to a prevent leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked at the blue wing cap and the contents flowed out. This was discovered during cytostatic preparation. There was no patient involvement. No additional information is available.